Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04397 was provided.

Event description:
Additional information noted patient care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported purge flow low and purge pressure high issues has been completed. The medical center did not return any impella products for benchtop analysis. However, the clinical report was evaluated. The root cause of the high purge pressure and purge flow low issues was most likely ingested biomaterial since tpa resolved the issue. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74 year-old male was implanted with an impella 5.5 device mechanical circulatory support. It was reported that after starting support and obtaining optimal positioning, the pump had purge flow (pf) low and purge pressure (pp) high issues. The surgeon tried troubleshooting by de-airing purge, changing the 5% dextrose fluids, purge tubing, removing the sidearm protector, straightening the red plug, and changing the console. However, none of these steps resolved the issue. The surgeon used tpa (tissue plasminogen activator) to resolve the purge issue. There was no patient injury reported.